Event description:
It was reported that during a lobectomy procedure the firing trigger was hard to activate and the surgeon could fire no further. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Articulation band. Evaluation summary: the analysis showed that the atw35 device was received with the articulation mechanism damaged and no cartridge reload present. The returned device was tested for functionality with a test cartridge on the right, center and left articulated position; when fired to the left the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation band was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record review was performed and no anomalies were found during the manufacturing process.